Manufacturer narrative:
The investigation determined that non-reproducible and discordant reactive vitros anti- sars-cov-2 igg results were obtained from two different patient samples when processed using vitros cov2igg reagent lot 0165 on a vitros xt7600 integrated system. A definitive assignable cause for the discordant non-reproducible reactive results could not be determined. Based on historical quality control results, a vitros cov2 igg reagent performance issue is not a likely contributor to the event as all quality control (qc) results were within the correct instructions for use result interpretation region. Additionally, based on qc results there is no indication of an instrument malfunction and unexpected instrument performance is not a likely contributor to the event. However, it cannot be entirely ruled out as a contributing factor as precision testing to assess instrument performance was not performed by the customer when requested. The likely cause of the discordant results in this case is improper pre-analytical sample processing. It was unknown if the customer was following the sample collection device manufacturer¿s recommendation for sample centrifugation and improper pre-analytical sample handling could have contributed to this event. Expected vitros cov2igg results were obtained after re-centrifuging and then retesting the samples. It is likely that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed at this time. Continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros cov2igg lot 0165.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solutions center (tsc) to report discordant reactive vitros anti- sars-cov-2 igg (cov2igg) results obtained from two different patient samples tested on a vitros xt7600 integrated system. The vitros cov2igg results were considered discordant as non-reactive results were obtained from the same samples after re-centrifuging and retesting on an alternate vitros 5600 system. Patient sample 1 result of 3.74 s/c (reactive) versus the expected result of non-reactive (0.01 s/c). Patient sample 2 result of 1.72 s/c (reactive) versus the expected result of non-reactive (0.04 s/c). Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The discordant vitros cov2igg reactive results were not reported from the laboratory and there was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint numbers (B)(4).